Event description:
It was reported that is was difficult for the customer to insert the needle into the fill septum when filling the cartridge. Reportedly, when the needle was pulled out of the septum insulin began leaking out. Customer declined any further troubleshooting. There was no reported impact to customer's blood glucose level.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.